Event description:
On (B)(6) 2013, it was reported to animas that allegedly the pump display is very dim. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/06/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/25/2013 with the following findings: the pump was booted to verify that the display screen was dim with a pink contrast. The dim display was replaced with a new test screen and contrast returned to normal. Unrelated to the initial complaint, a crack was observed along the battery compartment extending from the finger pad to the case seal.